Manufacturer narrative:
Concomitant medical products: product ID 8596sc, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. Product ID 8 709sc, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. (B)(4).

Event description:
Information was received from a consumer regarding a patient receiving dilaudid (5 mg/ml, 1.6023 mg/day) via an implantable infusion pump. Indications for use included non-malignant pain and failed back syndrome-other. It was reported that the patient's pump started to alarm and was heard on (B)(6) 2015. The pump was supposed to be filled on (B)(6) 2015 and it was not. The patient was trying to set up an appointment with a physician in nevada and the appointment fell through. The patient did not have a physician in nevada. No symptoms were reported. The patient later noted on (B)(6) 2015 that the pump had been alarming for 7 days, and was wondering if they should go to the ER. No patient symptoms were reported. No outcome was reported regarding this event. It was unknown whether the patient was in contact with an hcp regarding their missed refill and alarm, thus no troubleshooting results were available. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
The evaluation codes have been updated. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer on (B)(6) 2018. It was reported the patient had a hard time finding a doctor when they moved from (B)(6) to (B)(6) and their pump was alarming in (B)(6) of 2015. Of note, it was previously reported that the patient's pump started to alarm and was heard on (B)(6) 2015. The pump was supposed to be filled on (B)(6) 2015, and was not. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Due to imdrf harmonization, any previously submitted device codes no longer apply to this event and were therefore updated in this report. If information is provided in the future, a supplemental report will be issued.